Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (02/09/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (01/08/2014) ¿ correction: (submitted on 01/08/2014), the description should have read ¿on january 1, 2014, the lay user/patient contacted lifescan (lfs)¿¿

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2013. The patient manages her diabetes with insulin (self-adjuster); however, in response to the alleged meter issue, the patient reportedly consumed more food/drink the following morning. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed a symptom of dizziness ten hours later and at an unspecified time on (B)(6) 2014 the patient reportedly was administered food and/or drink as treatment by a health care professional (hcp). The patient denied testing her blood glucose with another device after the alleged meter issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient was using the correct test strips and the proper testing procedure at the time the alleged meter issue occurred. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 3 ¿ (02/17/2014) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue unrelated to the complaint was found, the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.